Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after injecting an intraocular lens (iol) into a patient¿s left eye during a routine cataract surgery, the doctor noticed a string like material wrapped around the leading haptic what appeared to be a white sponge-like fiber. The doctor attempted straightforward aspiration with irrigation/aspiration (I/a), but aspiration failed because the material was firmly adhered to and completely wrapped around the haptic. The doctor subsequently prolapsed the lens back into the anterior chamber and forcefully tore/peeled the material off the haptic with micro forceps. It was indicated that there were no surgical interventions required and none is planned. The lens remains implanted, and no patient injury was reported. There was no inflammation 1-day post-op, it looked great. No further information was provided.

Manufacturer narrative:
Additional information: additional information from the doctor indicated that the patient is fine and has no visual issues. No further information was provided. Device evaluation: no lens was received as part of this return. Visual inspection of the specimen cup revealed that the alleged foreign material was received. The material was sent to an external laboratories for fourier transform infrared (ftir) testing. Per external laboratories, the foreign substance tested is consistent with a urethane foam. The ftir data output file generated by external laboratories was then compared against the añasco manufacturing process ftir library and yielded a result consistent with a constix swab. Similar review of the complaints was performed and no systemic issue was identified for this production order (lot), and a search of corrective and preventive action (CAPA) and non-conformances (nc) revealed no CAPA/nc was related to the complaint issue reported. Based on the investigation results, the released product did not meet the acceptance criteria, as the operator that performed visual inspection omitted to perform a thorough visual inspection, leading to the reported issue. Awareness training was given to operator to reinforce the cosmetic and visual inspection during the inspection process. The possible assignable cause of the reported issue is determined to be man related. Therefore, the complaint issue reported is confirmed as manufacturing related. The reported issue is identified in the product risk management documents. Per the assessment the reporting rate for similar incidents remains within the acceptable levels. These types of events will continue to be monitored. It has been since reported to johnson and johnson surgical vision that the patient is doing well with no sequelae. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.